Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 500-550 mg/dl with moderate ketones. Suspected cause was due to having a carbohydrate ratio setting that was too low. Customer administered a manual injection to address bg. Customer updated the carbohydrate ratio setting to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.